Manufacturer narrative:
The product is expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was inadvertently discarded and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.